Event description:
Dr completed a tuna procedure without any apparent difficulties or complications. The next day, pt presented to hosp emergency room with severe abdominal pain. Physician on duty diagnosed a perforation of the bowel with air leaking into the diaphragm. Pt required emergency surgery to correct the problem.